Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported being unable to measure glucose level due to receiving a "sensor expired" message on the adc freestyle libre sensor after 6 days of wear. The customer further reported experiencing a loss of consciousness and was unable to treat themselves. At 3:15 on (B)(6) 2020, reading of 22 mg/dl and 49 mg/dl were obtained on an unspecified device and a non-hcp administered glucagon injection and juice for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted.

Event description:
The customer reported being unable to measure glucose level due to receiving a "sensor expired" message on the adc freestyle libre sensor after 6 days of wear. The customer further reported experiencing a loss of consciousness and was unable to treat themselves. At 3:15 on (B)(6) 2020, reading of 22 mg/dl and 49 mg/dl were obtained on an unspecified device and a non-hcp administered glucagon injection and juice for treatment. There was no report of death or permanent impairment associated with this event.

Event description:
The customer reported being unable to measure glucose level due to receiving a "sensor expired" message on the adc freestyle libre sensor after 6 days of wear. The customer further reported experiencing a loss of consciousness and was unable to treat themselves. At 3:15 on (B)(6) 2020, reading of 22 mg/dl and 49 mg/dl were obtained on an unspecified device and a non-hcp administered glucagon injection and juice for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed and no issues were observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). Observed sensor plug was properly seated in the mount. Performed visual inspection on sensor plug assembly and no issues were observed. Performed sim vivo testing and all results were within specification. No malfunction or product deficiency was identified.